Event description:
The intraocular lens (iol) had originally been implanted for senile cataract of the left eye. Approximately sixteen years and two months post implant, slight misorigination of the left eye, reduced visibility of the fundus, and turbidity of this product were observed. Sight: 0.8. One year later, surgery to explant the lens and insert an interchangeable intraocular lens was performed. Preoperative visual acuity: 0.6 postoperative visual acuity: 0.6. The patient was discharged two days later. Four days after lens exchange yag laser postcapsulotomy was performed on the left eye. The patient had a good outcome post-operatively and six weeks post lens exchange. The surgeon indicated that this event is product-related.

Manufacturer narrative:
Taking into consideration the additional event information, the conclusions from our previous report remain unchanged.

Manufacturer narrative:
The lens was discarded by the user facility and is not available for evaluation. The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. Based on the limited current information, the root cause of the alleged opacification cannot be determined. As the product has been discontinued, no corrective action is necessary.

Event description:
A user facility in (B)(6) reported that an intraocular lens (iol) was explanted from the patient¿s left eye approximately seventeen years and two months post implant due to presumed opacification of the lens. The explanted lens was discarded by the hospital. Though requested, no additional information has been provided.